Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's continuous glucose meter displayed blood glucose (bg) as "high". A correction bolus and manual insulin injection were used to address bg level. During pump system check, customer reported air bubbles in the infusion set tubing. Customer changed the infusion set to resolve the issue.